Event description:
In-stent restenosis was found within 5mm of this previously implanted stent.

Manufacturer narrative:
This patient presented to cardiac cath and was treated with two overlapping stents in 2005 in the mid rca. The 95% de novo lesion was calcified. The lesion was pre-dilated with a 2.0x15mm maverick and a 3.0x20mm maverick. First deployed was the cxs33350/x1204004 followed by a cxs28350/x1204003. Post dilatation was performed with a 4.0x20mm quantum maverick balloon because the stents were not fully opposed. Intra-procedure medications included atropine 8mm, heparin 5000 units and reopro 12.5m.l bolus and 250 ml. Ns. Plavix 600mg was given at the end of the procedure. Approximately 6 months later, the patient returned with ventricular fibrillation and an angiogram revealed separation of the distal stent. Additional information was received that a new lesion was detected within 5mm of the proximal stent. It was an ostial lesion and was considered to be in-segment restenosis. It was treated with another stent. This product is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of two products used in the same procedure that were reported under the following manufacturing numbers 3003742446-2005-01733 and 3003742446-2006-00708.